Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the alleged low blood glucose issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.